Manufacturer narrative:
B3 - date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During revision of a competitors system, it was noted that the patient's system was no longer implanted. System was explanted at an unknown date for an unknown reason.